Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. B4, g1-2, g7, h2, h6 and h10 were updated. Several attempts were made to collect additional information on the inserter used during the surgery. Yet, no additional information was received. It is written in the zper that the products were scrapped. Therefore, no product evaluation could be performed. From the information provided based on the zper, the product history records, the review of the case with the project manager and the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. Indeed, assuming the inserter is conform, it is more than likely that the surgeon wrongly loaded the implant to the inserter. Indeed, as reported on march 1st 2019, the surgery was successfully completed with the same inserter that the surgeon initially alleged that it was not holding the implant correctly. It is clearly stated in the surgical technique to visually inspect the implant assembly while loading to the universal inserter. If any part of the implant or peek cartridge is damaged or unassembled, do not use. It is normal to have a little movement in the implant attachment to the peek cartridge, particularly in the superior endplate (step 9: implant assembly to the implant inserter). However, without the products return and evaluation, this hypothesis cannot be validated. Moreover, the review of the device history records and traceability of the inserter could not be performed as no information concerning the inserter (lot and serial number) was provided. The root cause of the reported event remains undetermined with the most likely hypothesis of user error. If additional information is received that is in conflict with this analysis, this case will be reopened and the root cause of the complaint will be reevaluated.

Event description:
Mobi-c p&f us : implants came apart during implantation.

Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. It is written in the zper that the product was scrapped. Therefore, no product evaluation could be performed. Attempts have been made to collect additional information concerning the reported event, especially concerning the lot and serial number of the inserter used during the surgery, without responses yet. Investigation is still in progress. Conclusion is not yet available.

Event description:
Mobi-c p&f us: implants came apart during implantation. This complaint concerns the mobi-c p&f us implants disassembly. It is linked to (B)(4), concerning the mobi-c p&f us inserter malfunction and (B)(4), concerning a revision surgery mentioned by the reporter. According to the reporter: the surgeon alleged that implant inserter was not holding implant correctly. During manipulation implant came apart and was removed because they used both 15x15x15 surgeon had used 15x17x5 on adjacent level. No harm to the patient. Delay 20 min. Additional information received on february 15th 2019, according to the reporter: the patient was doing well. The reporter did not know the reason for the revision surgery and no devices were removed. No x-ray images were available. Additional information received on february 19th 2019, according to the reporter: the inserter was returned with the loaner. The depth stop was initially set at zero. The surgical technique was followed at the mobi-c loading on inserter (take care to stop threading as soon as full contact is achieved in order to avoid premature opening of the peek cartridge and releasing the implant). No difference in surgical steps between the first and the second implant was noticed. No pictures of defective product before hospital scrapped it are available. The scrub tech loaded the implant. The patient had previous surgery before, that is considered a revision; however, there wasn't any surgery done to the levels the surgeon operated on, only adjacent levels. Additional information received on february 26th 2019, according to the reporter: the reporter does not have the lot or serial numbers of the inserter. Surgeon complained that inserter was malfunctioning, there was nothing broken on it and it appeared fine to the reporter which is why the reporter returned it. No products were revised it was only the patient second surgery to his neck area where they were operating thus it was a revision. Additional information received on february 28th 2019, according to the reporter: the reporter could not provide any information regarding the patient first surgery. Additional information received on march 1st 2019, according to the reporter: the word up could be read on the implant holder when assembling the implants to the implant holder. There was only one inserter so the surgeon used the same one that he said was not working to complete the surgery after alleging that the implant inserter was not holding the implant correctly. There were two implants that came apart and all three pieces of the implant were apart upon removal. Attempts have been made to collect additional information concerning the reported event, especially concerning the lot and serial number of the inserter used during the surgery, without responses yet.